Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high-resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Failure analysis investigation found no image on the monitor due to the main board failure.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the operating room (or) nurse called the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the right hrsv is black in one of the surgeon side consoles (sscs). The procedure was completed as planned, because the surgeon was using the second console of the system. The system was not connected to onsite at the time. Power cycling of the ssc was not possible at the time. The right screen was completely black. Therefore, the technical support engineer (tse) dispatched a field service order (fso) for a follow up with the customer and a right hrsv replacement to avoid further interruptions in the future. The procedure was completed with the 2nd ssc with no reported injury.